Event description:
Allegedly, patient is suffering from mom complications. Additional information received from litigation on (B)(6) 2018. Allegedly the patient was revised due to mom complications. Patient is possibly dislocating due to cup position. (Right).